Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured june 25, 2015 - june 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused. The device delivered the drug, fluorouracil, in 24 hours instead of 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.